Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 without an alarm. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that the heater bag seemed to be leaking as there was solution dripping from the top of the machine. The renal therapy services (rts) assisted the patient with removing the cassette and advised to perform manual pd therapy or set-up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.